Manufacturer narrative:
H3: product analysis #706803186: product:9560524, lotno:m05h0221: air analysis confirmed that the threads of the handle screw were deformed, the joints were worn, the cables were deformed, and the bearings had deteriorated during the inspection at the time of acceptance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the multiple sources (service <(>&<)> repair, manufacturer representative, user facility) regarding a flex arm having spinal therapy. It was reported that last time when the symptoms occurred, the arm was loose, so it was supported at the handle. Flex could not be attached at the start of the operation and was used manually. There was no patient involved in this event. There were no further complications reported regarding the event.